Manufacturer narrative:
The report received from the affiliate states that the patient underwent an angiogram with an exoseal plug placement for vascular closure. On subsequent visit to the physician it was noted the patient had a false aneurysm requiring thrombin and warfarin therapy. On ultrasound patient had 'lump' in groin. The patient is in stable condition. It was unknown how long after the procedure the pseudoaneurysm was recognized. Multiple attempts to retrieve detailed procedural information were unsuccessful. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors to this event. Based on the limited information available for review, it is not possible to determine any contributing factors to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that the patient underwent an angiogram and then on a subsequent visit to the physician, it was noted the patient had a false aneurysm requiring thrombin and warfarin therapy. On ultrasound patient had 'lump' in groin. The patient is in stable condition.